Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet is confirmed but the exact cause remains unknown. One 4 fr powerpicc catheter and one 3cg stylet t-lock assembly were returned for investigation. The catheter extended up to the 37 cm depth marker. The stylet was returned with two additional broken segments. The stylet containing the distal end measured to be 2.8cm. The second segment measured to be approximately 2 cm. The polyimide tubing present on the main length of the stylet measured to be approximately 2.5 cm. Microscopic observation of the stylet segments revealed multiple kinks between the two break locations. The kinks were observed to be located in between the magnet locations. The polyimide tubing experienced narrowing and compression due to the kinks. The damage may have been caused due to advancement or retraction against resistance. The event description indicates resistance was felt multiple times during retraction and reinsertion of the stylet during the procedure. Due to the damage present on the polyimide tubing, the least damaged section was used to measure the wall thickness. The wall thickness was measured and found to be within manufacturing specification. The product instructions for use provides (IFU) precautions state, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position¿ and ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ a lot history review (lhr) of redp3126 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that rn was advancing PICC on left side of a (B)(6) lb 5'7" pregnant female. Wire had some resistance when advancing. Rn cut pic at 42 cm and proceeded to insert the PICC. It was advanced 20 cm and then met with resistance. Rn pulled back, tried to reposition and then re-advanced. The pt felt the PICC near the subclavian region. Rn pulled back and trimmed PICC at 40 cm, re-advanced and felt resistance again. Rn pulled back and trimmed PICC at 39 cm. Rn noticed when re-advancing the wire it was not the right color and found the wire broken off in the trimmed portion and there were multiple kinks in the wire. New kit was used on the right side of pt with same product catalog and lot numbers and no issues.